Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise on the right atrial (ra) and shock channels. It was also observed that there have been changes in the ra amplitude, ra pacing impedance and right ventricular (rv) lead impedances. Despite fluctuations, no measurements have been recorded as out-of-range. Boston scientific technical services (ts) suspects that the ra lead has insulation damage resulting in oversensing of lead-on-can noise which is observed on the ra and shock channels. The changes in rv impedances are independent of the ra insulation; ts suspects a suboptimal lead/device spring connection. There was no evidence of asystole and the patient is not pacemaker dependent. No adverse patient effects were reported. No intervention will be performed and the patient will be monitored. As of today the device remains in service.